Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a no delivery alarm during the fill cannula. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and insulin exited the tubing. Explained that the alarm may have been caused by either a bent cannula or an occlusion related to the insertion site or infusion site. Advised to monitor the insulin pump and call back if needed. The customer mentioned that she was using the insulin pump not for insulin but for hydrocortisone. Nothing further reported.